Manufacturer narrative:
One infusion pump was returned for evaluation.a DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing; unable to confirm the reported customer complaint. High pressure and upstream occlusion detected alarm messages after pump starting were noted in the event history log however. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that during use, a smiths medical cadd legacy pump exhibited beeping sound with no error message displayed, only showed that the pump was running. No patient consequences were reported. No adverse effects were reported.